Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an isolated high out of range shock impedance measurements of 144 ohms. There was no noise reproduced during troubleshooting adn the shock impedance was 101 ohms during manipulation. No adverse patient effects were reported. The patient was to be re-evaluated in three months. This product remains in-service.